Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: is the infection of the operative site related to the issue experienced with the cdh29a? It was due to the duration of the procedure. Conversion to laparotomy for the obese patient. How is the infection being treated? Antibiotic and vac dressing. What is the current patient status? Positive evolution but the scarring is still in progress.

Manufacturer narrative:
(B)(4). Batch # t5ce1y device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. Only the half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the infection of the operative site related to the issue experienced with the cdh29a? Please explain. How is the infection being treated? What is the current patient status?

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Sigmoiditis. Can more information be provided on what was meant by, ¿stapling could not be performed¿? The stapling of colorectal anastomosis was defective. What healthcare professional fired the device and what is his/her experience with the device? The operative assistant who is experimented. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Did the device staple at all? If so, please describe. Incomplete stapling. Was the tissue cut? Yes. Were the donuts inspected? If so, please describe. Yes, the donuts were incomplete. Was a complete transection of the white breakaway washer visually confirmed? No. Was the procedure converted to laparotomy due to the issues experienced with the device? Yes. How was the procedure completed after converting to open? Use of manual suture to repair the anastomosis. What is the current status of the patient? Infection of operative site. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the infection of the operative site related to the issue experienced with the cdh29a? Please explain. How is the infection being treated? What is the current patient status?

Event description:
It was reported that during a sigmoid resection procedure, during the anastomosis, the stapling could not be performed. The procedure was reconverted to laparotomy.